Manufacturer narrative:
Investigation. Initiated manufacturer's investigation. No sample returned. Review DHR. Distribution history the complaint product was manufactured at csi on 04/30/19 under work order 260443. Manufacturing record review DHR-umb678 - 260443 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the attached 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation confirmation of the reported balloon rupture event was obtained through provided attached photos. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause no definitive root cause for this issue could be reliably determined at this time. Corrective actions corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. No further training required at this time; complaint will be monitored for trending. Was the complaint confirmed? Yes.

Event description:
Report stated: "balloon exploded when surgeon inflated with normal saline. During laparoscopic myomectomy + ovarian cystectomy + hysteroscopy. Checked for the completeness of the balloon and searched - no foreign body remained in patient body". 1216677-2020-00095-1 umb678 uterine manipulator tip b e-complaint-(B)(4).

Manufacturer narrative:
Ref. (B)(4). Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Report stated "we get a call from previous client (anchor) to info us that the rumi was broken after surgery recently". 04.09.2020- report update- balloon exploded when surgeon inflated with normal saline. During laparoscopic myomectomy + ovarian cystectomy + hysteroscopy. Checked for the completeness of the balloon and searched - no foreign body remained in patient body. Reference: (B)(4). Uterine manipulator tip b umb678 (B)(4).